Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pace impedance measurements on the right atrial (ra) channel. The patient reported to have a pitching sensation. No adverse patient effects were reported. This system remains in service.